Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. After the alarm, the customer continued to use the same cartridge and infusion set site. A system check was performed using the current supplies on the pump. Although the current cartridge and infusion set tubing appeared to be functioning as expected, due to the multiple occlusions, the customer's pump was to be replaced. The customer was to use the pump to manage diabetes until the replacement arrives.